Event description:
It was reported by the customer that on (B)(6) 2010 there was fiber cap detachment causing the fiber to become end firing at 82,536 joules while inside the patient. All pieces of the cap were retrieved and no patient injury was reported. The device was not returned for evaluation.